Event description:
The tip was found to be left in the patient, after the procedure via x-rays. An additional surgery was needed to remove the tip of the anatomical blade from the patient's abdomen. An additional antibiotic therapy was needed, and a prolonged hospitalization of the patient was also required.

Manufacturer narrative:
Additional information was provided in section b3 and b5. Sections h6 is corrected with the appropriate codes. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The instrument in question was returned on june 6, 2023 the investigation report was completed on july 24, 2023 based on the error pattern, it can be concluded that the user was at fault. There are signs of use on the plastic at the distal end (impressions/nicks). The ceramic attachment may have been damaged by incorrect handling (e.g. Levering) or by hitting, for example. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in poland. It was reported that the tip has been lost and is likely to have been left in the patient's body. They want to find it with x-rays. As the tip could be left in patient, the case is deemed reportable.